Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic after receiving patient notification. High, out of range high voltage lead impedance was noted. Device encapsulation was suspected, as the patient suffers from chronic obstructive pulmonary disease. Patient notifier was disabled and the patient will be monitored closely.